Event description:
Surgeon is claiming that one of the pins of the mayfield skull clamp (which provides a 3 point rigid cranial fixation) broke during surgery and caused a laceration 4 cm long on the skullcap of the pt. Please note that the product code is unk. The mayfield clamp formerly sold by codman since 1997, the product responsibility belongs to integra lifesciences.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.